Manufacturer narrative:
Medwatch field d. Suspect medical device, d4 lot number, and expiration date were updated.

Manufacturer narrative:
A sample was not available for investigation. Qc and calibration were passing before the event. The investigation was unable to determine a direct root cause.

Event description:
There was an allegation of questionable elecsys anti-hbs ii false-positive results from the cobas e 801 analytical unit when compared to a competitor method. Sample 1's initial result was 13 iu/l, and the repeat result from an abbott analyzer was 3 iu/l. Sample 2's initial result was 30 iu/l, and the repeat result from an abbott analyzer was 7 iu/l. The questionable results were not released outside of the lab, as they were detectable to the customer, as the results did not match the patient's clinical diagnosis.

Manufacturer narrative:
The cobas e 801 analytical unit serial number is (B)(6). The investigation is ongoing.